Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent a revision where the ipg was relocated.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent a revision where the ipg was relocated.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that device manufacture date in the initial MDR should have been october 16, 2014.